Event description:
It was reported by service report that the brakes may not have been able to hold due to bent brake ring. No patient involvement or adverse consequences were reported.

Event description:
It was reported by service report that the brakes may not have been able to hold due to bent brake ring. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
It was found that the foot end brakes rings were bent, causing them to rub against the casters making it difficult to push and steer the stretcher. The brakes and the 5th wheel steer function were still working properly.